Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons. Patient previously had a sling device implanted.